Event description:
It was reported that before using a smiths medical sputum suction tracheotomy tube and accessories (7.0mm) for a tracheotomy patient, the surgeon routinely performed a balloon test and found that the balloon was leaking and could not be used normally. No adverse patient effects were reported.